Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. This lead was successfully repositioned. No additional adverse patient effects were reported.